Manufacturer narrative:
Recall number: 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06424. It was reported the patient is experiencing pocket heating while charging. The patient stated the heating is uncomfortable. A new low energy charger was sent to address the issue. Follow-up identified the replacement charger is working properly, and the patient is no longer having pocket heating.